Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The display adapter board was replaced and the interface board connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the monitor on the 9800 system workstation was blank. No pt injury was reported.